Event description:
Event description guidant received information that capture was unable to be obtained on this ventricular lead. Additionally, the voltage on the pacemaker was programmed to a different setting than what was expected. The automatic capture feature on this pacemaker was programmed on. The caller suspected a lead dislodgement.